Manufacturer narrative:
(B)(4). Concomitant medical products- oxf uni tib tray sz c lm PMA, item 154725, lot 136810, therapy date - device remains implanted, oxf anat brg rt md size 3 PMA , item 159575, lot 195060, therapy date - device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01089 and 3002806535-2018-01090.

Event description:
Patient suffered right knee swelling and pain.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.